Event description:
It was reported that the customer experienced high blood glucose of 456 mg/dl. He treated with syringe shots. Customer also stated he was trying to give himself a bolus and insulin would not come our of the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during a manual prime, and no air or leaks were found. During a fixed prime, insulin did not exit the tubing. After disconnecting and reconnecting the reservoir and infusion set, insulin was successfully pushed through the tubing with a plunger. A manual prime was performed and insulin exited the tubing. It was advised the insulin pump was working as designed and there had been a set/reservoir occlusion. Customer stated that after he changed out the infusion set, everything was okay. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.